Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no audio. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/28/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer states the unit has no power. Upon triage on (B)(6) 2016 the service tech found the unit has no audio.